Event description:
On date indicated, a critical malfunction was noted with the philips rtx hypothermia console (previously known as innercool) whereas upon rewarming process, an error was noted in the device's ability to correctly read the pt's temperature. The device displayed a pt temp of 24.2c and therefore was trying to aggressively rewarm pt. Pt's actual temp was measured at 37.1c with foley temp probe and 37.9c with esophageal temp probe. The console was stopped and removed from pt use. The clinical effect was that the pt rewarmed to target temp in < 2 hours, and not the programmed 12 hour time line creating a variance from our standard protocol. Philips innercool clinical support/engineering came on site to assess the machine. The defect in function was recreated in the device to validate the malfunction. The device had been deployed only a few months prior to this event and was not due for any preventative maintenance at time of incident. In their preliminary report, the philips company stated that "the root cause of the measurement cannot be determined until the console is released for troubleshooting." They report that this is the first reported incident of this kind.